Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. The offset coil winds caused resistance when advancing the smart coil during functional analysis. The kinks observed on the pusher assembly were likely incidental and may have occurred during packaging for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistulas (d-avf) in the transverse sinus using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guiding catheter in the jugular vein then advanced a non-penumbra microcatheter toward the target vessel. The physician then deployed and detached ten smart coils and placed non-penumbra coils in the target draining vein. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance right after the smart coil got into the microcatheter; therefore, the introducer sheath containing the smart coil was removed. The physician initially concluded that there was an issue with the microcatheter, but was able to advance a guidewire through the microcatheter without issues. After that, the physician attempted to re-insert the same smart coil into to microcatheter; however, resistance was encountered again at the same position. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using a non-penumbra coil and the same microcatheter. It was reported that there was a gap between the hub of the microcatheter and the tip of the introducer sheath. There was no report of an adverse effect to the patient.